Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during an unk procedure the staples were malformed. No pt consequences were reported.